Manufacturer narrative:
Follow-up #1: date of submission 10/27/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2015 with the following findings: "por" events observed in black box on 8/20/2015. Battery compartment crack observed below grip pad. Pump case cracked in upper rh corner of display area. Evidence of moisture contamination behind display lens. Pump was exercised for 24 hours. No reboot, loss of power or call service alarms duplicated. A "no power" event was not duplicated during investigation. Leak test shows leak at crack in pump case. Removed pump case. Evidence of moisture contamination inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.